Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to oversensing of atrial signal. The physician tried to push lead deep into ventricle, patient also had a very some ventricle. This pressure caused a perforation in the ventricle wall, the physician was worried about pericarditis. Due to oversensing of atrial signal, a non-boston scientific rv lead was successfully implanted. No additional patient adverse effects were reported.